Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5080832) on 12-nov-2018. The most recent information was received on 28-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ("severe abdominal bloating") and autoimmune disorder ("autoimmune issue") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria hospitalization, disability and intervention required), autoimmune disorder (seriousness criterion medically significant), tooth disorder ("dental problems"), palpitations ("heart palpitations"), dizziness ("dizziness"), visual impairment ("vision problem"), gastrointestinal disorder ("intestinal issue") and reproductive tract disorder ("gynecological problems"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the abdominal distension, autoimmune disorder, tooth disorder, palpitations, dizziness, visual impairment, gastrointestinal disorder and reproductive tract disorder outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, dizziness, gastrointestinal disorder, palpitations, reproductive tract disorder, tooth disorder and visual impairment to be related to essure (ess205). The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"E" was initially received via regulatory authority (FDA, reference number: mw5080832) on 12-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ("severe abdominal bloating") and autoimmune disorder ("autoimmune issue") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria hospitalization, disability and intervention required), autoimmune disorder (seriousness criterion medically significant), tooth disorder ("dental problems"), palpitations ("heart palpitations"), dizziness ("dizziness"), visual impairment ("vision problem"), gastrointestinal disorder ("intestinal issue") and reproductive tract disorder ("gynecological problems"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the abdominal distension, autoimmune disorder, tooth disorder, palpitations, dizziness, visual impairment, gastrointestinal disorder and reproductive tract disorder outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, dizziness, gastrointestinal disorder, palpitations, reproductive tract disorder, tooth disorder and visual impairment to be related to essure (ess205). The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.